Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is due to patient fall and experiencing instability as a result. Primary surgery occurred on (B)(6) 2019. Revision surgery is planned for (B)(6) 2022. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is due to patient fall and experiencing instability as a result. Primary surgery occurred on (B)(6) 2019. Revision surgery is planned for (B)(6) 2022.